Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a pocket infection, there was localized erythema, drainage from the skin, and there was a quarter sized dark area on the skin located over the device site. The cultures were positive for coagulase negative staphylococcus. Detection and therapy settings were "turned off," the patient was treated with antibiotics, the implantable cardioverter defibrillator system was removed and replaced. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.